Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to deploy. It just came out. The physician mentioned that essentially the device should meet some resistance as the sheath is pulled back. In this case, the entire device came out. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The device was removed from the package per the IFU. The device was used for left heart catheterization (lhc) procedure. The procedure used a retrograde approach. The deployer was mynx certified. The patient did not have any relevant medical history. The device was used in conjunction with a 5f non-cordis sheath introducer and a non-cordis 4f guiding catheter. There were no reported concomitant medications used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. No anticoagulants, antiplatelets or any thrombolytics were used. There was no activated clotting time (act) performed during the procedure. The patient¿s international normalized ratio (inr) was at 0.9. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were not multiple sheath exchanges. A procedural sheath that was greater than 7f was not used. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The shuttle handle was not displaced. The sealant was not dislodged. The patient's hospitalization was not extended as a result of the event as physician changed to manual pressure. The patient recovered after the mynx event. Other additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was disengaged from the handle. The procedural sheath was retracted. Upon unsheathing the sealant was found protruding from the side slit of the shuttle cartridge, exposed to saline and appeared to have swelled. The advancer tube remained inside the shuttle cartridge. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1930403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. However, ¿failure to deploy¿ was confirmed during analysis of the returned device due to the condition in which the device was received. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to deploy. It just came out. The physician mentioned that essentially the device should meet some resistance as the sheath is pulled back. In this case, the entire device came out. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The device was removed from the package per the IFU. The device was used for left heart catheterization (lhc) procedure. The procedure used a retrograde approach. The deployer is mynx certified. The patient did not have any relevant medical history. The device was used in conjunction with a 5f non-cordis sheath introducer, non-cordis 4f guiding catheter. There were no reported concomitant medications used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. No anticoagulants, antiplatelets or any thrombolytics were used. There was no activated clotting time (act) performed during the procedure. The patient¿s international normalized ratio (inr) was at 0.9. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. A procedural sheath that is greater than 7f was not used. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The shuttle handle was not displaced. The sealant was not dislodged. The patient's hospitalization was not extended as a result of the event as physician changed to manual pressure. The patient recovered after the mynx event. Other additional procedural details were requested but were unknown. The device will be returned for analysis.